Event description:
A few months after my breast augmentation, I started getting headaches. Since then, every couple of months and sometimes faster I began to have other issues. Fatigue, brain fog, loss of words, forgetfulness, pain in both breasts, mood swings, extreme anxiety. This has continued. In (B)(6) of 2018, I arrived to the ER for the worst headache I had ever had. A CT and spinal tap were done. Both ruled out ms and brain tumors. I have since been seen by and tested by my family physician. After (B)(6) 2019, I began to lose feeling in the left side of my body. I had muscle weakness which has lead to me dropping items. I have also experienced pain in my joints. I was tested for rheumatoid arthritis. The tests were negative. Most recently my eye sight has began to deteriorate. I have pain and pressure in my temples. I'm sensitive to light. I am hallucinating out of my peripheral vision. I have blurry vision in my left eye and I constantly see floaters. The headaches continue. I am slowly losing myself. I saw another dr on (B)(6) 2019. I was diagnosed with silicone toxicity from breast implants. These devices are not safe. They are killing me, slowly. Something must be done to correct this before I sustain any permanent damage or worse, die.